Manufacturer narrative:
Company comment: the serious event of hypersensitivity at implant site and the non-serious events of erythema, oedema, pruritus, and papules at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the treatment procedure or the patient's hypersensitivity to the product. Potential contributory factor includes allergy history to micropore. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-oct-2023 by a physician concerning a 35-year-old brown female patient. The patient was not pregnant neither breastfeeding. The medical history of the patient included fungus on scalp, allergy to micropore, and acral melanoma. Concomitant medications included 3 g of creatine [creatine] daily for 3 years, and vitamin d3 [vitamin d3] 2000iu per day. No information about previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with 8 ml of sculptra (lot 2j3744) to face, temple and zygomatic region (d and e) supraperiosteally using cannula 21g with unknown injection technique. The sculptra was diluted in distilled water [water for injection] and 2 ml of 2% lidocaine [lidocaine]. Forty minutes after injection of sculptra, on (B)(6) 2023, the patient experienced intense clinical condition of erythema, redness (implant site erythema), pruritus/ itching (implant site pruritus), edema (implant site oedema) and papules (implant site papules) on the face. The patient had micropore in some areas and had previously been allergic to it and the patch was removed quickly. According to the reporting physician, the edema increased to almost occluding the patient's eyes and she started experiencing intense local itching. After the patient left the clinic, and the process had started, the patient went to the emergency room as per physician request, where she was treated with 1 vial of corticosteroid dexamethasone [dexamethasone] intravenously to alleviate the process and 2 grams of antibiotic ceftriaxone [ceftriaxone] plus 100 ml of saline [sodium chloride] solution, intravenously on (B)(6) 2023. The hospitalization was denied by reporter. On (B)(6) 2023, the patient underwent blood count test with normal results. At home, the patient started treatment with oral antibiotics clarithromycin [clarithromycin] 500 mg 1 tablet every 12 hours for 7 days, unspecified antihistamines, and local corticosteroids prednisolone [prednisolone] 40 mg 1 tablet per day for 5 days, at home. The patient improved after a few days of using the medications, but a week later, the erythema and itching reappeared in the same areas of application. Then, she was prescribed verutex b [betamethasone valerate, fusidic acid] for local use and for 5 days. In 2023, the patient also started using unspecified oral antifungals because previously she had a history of fungus on her scalp and, to avoid secondary contamination. Patient continued using antihistamine. The reporting physician clarified that if the patient discontinued the use of antihistamine, the lesions reappear, characterizing an allergic condition to the product (implant site hypersensitivity). On (B)(6) 2023, the physician reported that the patient improved with edema, but had less intense pruritus, which later improved with alektos [bilastine]. The reporter denied that the patient was using any other topical product. The reporter and patient were satisfied with the results regarding the biostimulation that the patient already had, but the reporter feared that the patient was allergic to some component of the product formulation. The duration of the adverse event was described as 1 month and 4 days. The reporter assessed the intensity of the adverse events as severe for 1 week and currently it was moderate and the causality of the adverse events as possible allergy. Outcome at the time of the report: erythema, redness was recovering/resolving. Edema was recovering/resolving. Pruritus/itching was recovering/resolving. Papules was recovering/resolving. Allergic condition to the product was recovering/resolving. Tracking list: v.0 initial v.1 fu received on 20-oct-2023 and 23-oct-2023 from same reporter. Event (papules) added. Patient demographics, medical history, concomitant medications, suspect device implant date, volume used, needle type, device location, lot number, expiry date, event onset date, severity, outcome and corrective treatment details were updated.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 17-oct-2023 by a physician concerning a 35-year-old female patient. The medical history of the patient included fungus on scalp. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with sculptra to the face (unknown amount, lot number, injection technique and needle type). One hour after treatment, on (B)(6) 2023, the patient experienced erythema, redness (implant site erythema) and edema (implant site oedema) at the application site. According to the reporting physician, the edema increased to almost occluding the patient's eyes and she started experiencing intense local pruritus/itching (implant site pruritus). In 2023, the patient went to the emergency room as per physician request, where she was treated with 1 vial of corticosteroid dexamethasone [dexamethasone] intravenously to alleviate the process and 2 grams of antibiotic ceftriaxone [ceftriaxone] plus 100 ml of saline [sodium chloride] solution, intravenously. Then, the patient was started on oral antibiotics clarithromycin [clarithromycin] 500 mg 1 tablet every 12 hours for 7 days, unspecified antihistamines, and local corticosteroids prednisolone [prednisolone] 40 mg 1 tablet per day for 5 days, at home. The patient improved after a few days of using the medications, but a week later, the erythema and itching reappeared in the same areas of application. Then, she was prescribed verutex b [betamethasone valerate, fusidic acid] for local use. In 2023, the patient also started using unspecified oral antifungals because previously she had a history of fungus on her scalp and, to avoid secondary contamination. Patient continued using antihistamine. The reporting physician clarified that if the patient discontinued the use of antihistamine, the lesions reappear, characterizing an allergic condition to the product (implant site hypersensitivity). Outcome at the time of the report: erythema, redness was unknown. Edema was unknown. Pruritus/itching was unknown. Allergic condition to the product was unknown.

Manufacturer narrative:
Company comment: the serious event of hypersensitivity at implant site and the non-serious events of erythema, oedema and pruritus at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the treatment procedure or the patient's hypersensitivity to the product. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.